Event description:
Left total hip arthroplasty reportedly performed in 1995. Revision surgery performed in 2002, to replace acetabular liner, locking ring and modular head components. Eliptical wear was noted on acetabular liner component.